Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced a peritoneal infection. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified antibiotics (doses, routes, frequencies and durations were not reported) for the event. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Upon follow up, it was reported that the cause of the peritonitis event was due to a breach of aseptic technique which was further described as "patient handling of the technique". On an unreported date, the patient was treated with vancomycin (1 gram, intraperitoneally) for peritonitis. Should additional relevant information become available, a supplemental report will be submitted.